Manufacturer narrative:
(B)(4). The specific product code for the homechoice automated pd set with cassette is unknown; therefore, d4 is unknown. The brand name and 510k have been provided in this MDR. The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents for potentially associated lot numbers h13i23107, h13i18065 and h13i08025 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Two days prior to receipt of the report, the patient was hospitalized. The cause of the peritonitis was colon bacteria cross contamination and diverticulitis. Treatment was not reported. At the time of the report the patient was recovering from the peritonitis event. No additional information is available. This is report 1 of 5 involved in this peritonitis event.